Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced leaking and caused bent cannula and high blood glucose and had symptoms of thirst, vomiting, short of breath and patient went ER visit and required medical intervention on (B)(6) 2026.